Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was tenatively scheduled for replacement due to battery depletion. The clinician has not expressed dissatisfaction with regard to longevity, despite the short implant duration of less than two years. According to the guidant field representative, the patient has received a lot of therapy, which would result increased battery strain.